Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The patient's blood glucose levels have historically been poorly controlled and are normally elevated. It was reported that the patient was not typically compliant with regards to submitting bg data for review. No conclusions can be made at this time.

Event description:
It was reported that the patient passed away and that the death certificate listed the cause of death as myocardial infarction and diabetes. The patient's blood glucose levels were reportedly elevated the morning of his death and the two days before his death.